Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (event site email), g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions, component code), h11. Additional point of contact:(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit had power up test fails code #14. The compressor and mufflers was replaced to fix the issue. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to character limit in h11. Full event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had iabp required maintenance/compressor requires service error.

Manufacturer narrative:
Updated field : b4 , g3, g6 , h2, h11. Corrected field : d9 , b5 , h3, h6 ( medical device ¿ problem code). Despite of 3 gfe's no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) may require maintenance/compressor requires . There was no harm or injury reported

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion) h11. It was reported that the cardiosave intra aortic balloon pump had iabp may require maintenance/compressor requires service. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. Despite of 3 gfe's no repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.